Event description:
On 12/31/99 the account reported a platelet count of 91,000 on a pt. After reviewing the sample smear, the sample was retested and a platelet counts of 3,000 and 1,180 were obtained. The initial result was not generated with a flag. No report of injury.,